Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 560 mg/dl; cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.